Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a surgeon had difficulties during surgery due to the leaking trocars and caused patient's eye to get soft. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation. A device history record review for the product lot was conducted. According to the device history record reviews the product was released in accordance with all product acceptance criteria. A complaint history examination indicates this is the fourteenth complaint received for leaking against the components of the reported lot. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. The reported lot for this complaint includes affected manufacturing lots. A non-safety medical device correction was complete and a manufacturing change implemented to address root cause. All potentially impacted customer have been contacted and trocar plugs made available. (B)(4).